Event description:
Microsensor implanted in 1999 and it worked flawlessly through the early morning 10/16/99 at which point the intracranial pressure express read out began showing "no transducer detected". The intracranial pressure/microsensor interface cable and the intracranial pressure. Express were changed to no avail. The microsensor was replaced.